Manufacturer narrative:
In the returned state, the lead had been cut through 22 cm distal of the is-1 connector pin. The proximal and the distal lead fragment were returned for analysis and thoroughly analyzed. During the analysis, a conductor fracture of the rope conductor to the shock coil was seen 2 cm distal of the df-1 connector pin. This damage is with high probability the cause for the clinically observed increase in the shock impedance to >150 ohm. The observed damage manifestation and the complaint text suggest that tensile forces on the lead during the device exchange on 06/17/2016 could have led to the conductor fracture. In addition, multiple signs of abrasion could be seen along the lead body. In particular 11.5 cm and 3 cm distal of the is-1 connector pin, the insulation was damaged from fraying. The position and kind of the fraying incidents are characteristic for massive mechanical stress on the lead due to friction with the generator housing and a partner lead. During the visual inspection, the lead fixation sleeve proved to be damaged, as was also mentioned in the complaint. A part had probably been separated by a tightly bound ligature thread and was missing. On the other part of the lead fixation sleeve, a clear constriction could be detected in the area of the ligature thread. However, the insulation underneath was undamaged, no ligature markings could be seen. There were no indications of material defects or manufacturing errors.

Manufacturer narrative:
.

Event description:
It was reported that a device change out was done (B)(6) months after implant. This lead was connected to the new device. One month later the shock impedance had increased to greater than 150 ohms. During the revision it was noted the lead was constricted from the sutures in the suture sleeve. There was no deterioration in the health of the patient reported. The lead was returned to biotronik for analysis.